Event description:
Customer reported cracking and leaking. Patient transferred from operating room to the orthopedic floor with an extra ICU medical extension set applied in operating room. The ortho floor nurses wanted to remove this extra length and reconnect the pump tubing to the shorter (saline lock) extension set. The pump tubing appeared stuck to the extension set. The nurses used their kelly clamps to try and loosen it. This is when the luer on the pump set cracked. Sample was discarded. There was no patient harm and no medical intervention was required. Although requested, no additional event or patient information provided by the user.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak. The customer stated the set has been discarded and is not available for failure investigation.